Manufacturer narrative:
P.f. Xing, p.f. Yang, z.f. Li, l. Zhang, h.j. Shen, y.x. Zhang, y.w. Zhang and j.m. Liu american journal of neuroradiology march 2020, 41 (3) 469-476; doi.org/10.3174/ajnr.a6414. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the beginning of the range provided in the article: september 2013 to november 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
P.f. Xing, p.f. Yang, z.f. Li, l. Zhang, h.j. Shen, y.x. Zhang, y.w. Zhang and j.m. Liu american journal of neuroradiology march 2020, 41 (3) 469-476; doi.org/10.3174/ajnr.a6414. Medtronic literature review found reported of patient complications in association with solitaire thrombectomy. The purpose of this article was evaluate the comparative safety and efficacy of preferred aspiration thrombectomy and stent retriever thrombectomy for revascularization in patients with isolated terminal internal carotid artery (ica) occlusion. The authors reviewed 109 cases of patients treated for terminal ica occlusion using either aspiration thrombectomy (40 patients) or stent retriever thrombectomy (69 patients). Of the 109 patients, the average age was 69 years, 60 were female and 49 were male. The article does not state any technical issues during use of the solitaire (solitaire fr 6x30 and 4x20), rebar, or navien devices. The following intra- or post-procedural outcomes were noted: rescue treatment was needed for 14 patients, stent placement was performed for 5 patients, 18 patients experienced symptomatic in tracranial hemorrhage, modified rankin scale (mrs) score was 3-5 at 90days for 52 patients. Refer to manufacturer report 2029214-2021-00885 for details pertaining to the related reportable event.